Event description:
Subsequent to the previously filed report, additional information was received: it was noted that there was no tension on the delivery system during deployment. The patient had a somewhat horizontal aorta. The delay in procedure was deemed to be clinically significant. No patient consequences were reported.

Manufacturer narrative:
An event of valve migration was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for implant. During procedure, after releasing the valve, the valve migrated and was too high in the non-coronary section. A new non-abbott valve was successfully implanted via valve-in-valve. The patient remained hemodynamically stable throughout the procedure. No patient consequences were reported.